Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the protective cap was damaged and was unable to connect to handle. The following information was provided by the initial reporter, translated from chinese to english: the needle cap of the blood collection device is damaged, and the needle and the needle handle cannot be connected.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the protective cap was damaged and was unable to connect to handle. The following information was provided by the initial reporter, translated from chinese to english: the needle cap of the blood collection device is damaged, and the needle and the needle handle cannot be connected.